Event description:
Sterile processing product package expiration and lot number discrepancy for products inside package versus expiration and lot number on outside package. Concern if products inside were to be recalled, facility would have no way of knowing the actual lot number of products inside package. Box: expiration 3/15/2024 and lot #26049 bottle product: expiration 2/9/2025, and lot#97133. Universal channel check.